Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced scrotal erosion due to urine being constantly in contact with the tissue, leading to the scrotum to start splitting open. A surgical procedure was performed to remove the pump and place tubing plugs. The physician intends to perform a new intervention at a later time to place a new pump and an artificial urinary sphincter. There were no device issues and no further patient complications.